Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was observed on this right ventricular (rv) lead. The noise was not reproducible with isometrics. There was oversensing of the noise but reportedly no pacing inhibition. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.